Manufacturer narrative:
The reported complaint of unexpected extended aa interval was confirmed. Based on the information provided, the issue was reproduced and it was determined that i2i flag was set to true on alp after atrial-to-ventricle i2i loss and stayed set because of the following ventricle-to-atrial i2i loss. The device firmware correctly calculated the aa interval based on requirements related to handling atrial-to-ventricle communication loss followed by ventricle-to-atrial communication loss. The device was performing per design.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that there was a rate response issue with the atrial leadless pacemaker (alp). The patient was asymptomatic. No interventions were performed, and the patient was in stable condition.